Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient was admitted to the emergency room under emergency procedure due to withdrawal morphine symptoms. It was noted that the pump indicated a motor stall. The date of the event was unknown.